Event description:
While md was placing the screw in the patient's right side, the screw bent. While removing the screw, it broke. A screw removal tray was called for and the screw was removed without incident. The procedure went on without further complication.